Event description:
The opening of the hemovac broke off. The unit could no longer be compressed. Potential for splash injury.

Manufacturer narrative:
Hospital contacted in 2005 with no response and phone call not returned. Hospital again contacted next month. Director material management explanted the 90 degree elbow allegedly fell of evacuator and felt that a splash incident could occur. No lot# was available from hosp. No further info available from hosp. Device has been discarded by hosp.